Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the supply line of an amia automated pd cycler set and supply bag which resulted in a leak. This occurred during set up of the device for peritoneal dialysis therapy. The patient properly tightened the connection before the therapy started. Renal therapy services (rts) assisted the patient in ending the therapy session and advised the patient to start over with all new supplies. Continuous ambulatory peritoneal dialysis was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.